Event description:
This lead was explanted due to intermittent output and telemetry difficulties with the pacemaker. It was replaced with a competitor's lead. Per the following physician's office, the pt's pacemaker had no telemetry issues and remains actively implanted.